Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The complaint is confirmed for one mobi-c implant for the failure of post-op migration. No medical records were provided with the complaint. The device was not returned so an evaluation was unable to be performed. However, x-ray images were provided and show that the superior endplate in the c5-6 implant had shifted/migrated. The DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. The root cause can not be determined with the information provided. In the per form, it was stated that surgeon said patient had poor bone quality and was taking prednisone which may have allowed shifting of implant. This suggests that a patient condition may have been a contributing factor in this issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a patient underwent a revision surgery after it was discovered that the mobi-c implant had migrated postoperatively. The patient was experiencing neck and arm pain 2 weeks after the initial surgery. The implant was removed and the level was fused. There were no additional patient impacts reported.